Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7564 pta dilatation catheter allegedly experienced leak and break. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device and one electronic photo for this malfunction has been returned to bd for evaluation. The returned device is confirmed for leak and break. The break is the cause of the device leak; however, the definitive root cause for the break could not be determined. The device is labeled for single use. H10: g4 h11: h6 (results, conclusions) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device and one electronic photo for this malfunction has been returned to bd for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7564 pta dilatation catheter allegedly experienced leak and break. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patient's age, weight and gender were not provided.